Event description:
This device is at eri indication and has met longevity estimate. However, eos is also stated on the out of service form, although this could not be confirmed. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos. The device was implanted for 61 months and 109 charging cycles were recorded to the device memory. The memory content of the device was inspected. The inspection revealed that the eos status was triggered on (B)(6) 2015. The device was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation revealed the battery status eri. The amount of charge taken from the battery was verified and found to be normal and as expected. The ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified,documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the analysis revealed the activation of the battery status eos on (B)(6) 2015. The battery status eos was found to be as anticipated. The analysis revealed no indication of a device malfunction.